Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown an unknown dose and concentration of dilaudid via an implantable for pump for non-malignant pain. It was reported the patient's pump was empty and the alarm was going off every five minutes. The patient described the critical alarm. It was reported the patient was in pain because the pump was empty. The patient stated the pain and alarm started at the same time. The event date was provided as (B)(6) 2019. Physician listings were provided and the patient was redirected to follow-up with a healthcare provider. The patient's medical history included 13 herniations in her back and neck and neuropathy, and these were the reasons the patient had the pump implanted. The patient stated they kept blowing out one disc after the other previously. No further complications were reported or anticipated.